Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation underneath the patch. Irritation was described to be a bruised breast, broken skin, skin peeling off, burning sensation, red, and raw. There was no alleged device malfunction. The patient's nurse advised the patient to use (B)(6) ointment on the affected area. The outcome of the irritation is not known.